Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, the catheter shaft, handle, connector, and electrodes appeared to be intact. Inspection of the handle revealed the deflection mechanism was very hard to manipulate due to the locking collar being excessively tightened. Loosening of the locking mechanism reduced some of the tension to the deflection, the device was not able to be manipulated effortlessly unless significantly loosening the locking collar. The device was evaluated for deflection. The catheter formed a curve consistent with the visual work reference (vwr) specification. The device met the curve planarity specification. While the device met the curve and planarity specification, the device was very hard to manipulate during articulation due to the broken locking mechanism. The inspection results determined that the complaint is confirmed for the reported failure mode. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore the most likely root cause is excessive force to the deflection mechanism retention ring as a result of mishandling subsequent to distribution, including shipping/storage conditions or improper manipulation of the device. The instructions for use (IFU) state: do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Do not alter this device. Inspect the packaging and catheter for damage or defects prior to use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. Standard electrical grounding precautions should be observed when using electrical recording or stimulation equipment. Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported there was an issue with catheter deflection. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.